Event description:
It was reported that during surgery the device did not work at all and it was observed that the batteries had leaked. An alternate device was utilized to complete the procedure. It is unknown if there was any patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: japan.

Manufacturer narrative:
The following sections were updated b4, b5, d9, g3, g6, h2, h3, h4, h6, and h11. Only the battery pack was returned for evaluation with the batteries removed from the pack. Visual inspection found some of the batteries corrosion and electrolyte had leaked inside the pack. There did not appear to be any damage to the wiring. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Peer reviewed in final assessment. No further action required.

Event description:
No additional event information noted.